Event description:
Customer reported reduced responsiveness of the screen requiring repeated presses. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting after reporting these issues.